Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead had high thresholds. The patient had an occluded subclavian vein, and using the subclavian vein was not an option, due to a previous oesophagus carcinoma. Therefore, the physician decided to use an existing, inactive competitor lead as pace/sense, after finding acceptable measurements. The pace/sense portion of the model 6948 lead was capped, and the high voltage portion left in use. There were no reported patient complications as a result of this event.